Manufacturer narrative:
The device was returned, and an inspection confirmed the reported allegation. When the camera head was connected to the cv-190 video processor, b30 error was displayed. When connected to the cv-s190 video processor, the image was noisy. The fault is suspected to be caused by poor cable or poor charge coupled device(ccd) unit. The appearance of the subject device was good, the camera body had no signs of collision, and the cable had no signs of damage, indentation or crease. No leakage was detected. The video connector was opened and no signs of liquid inlet was found. The device had been used seventy times for a total of two thousand three hundred and eighty seven (2387) minutes. The investigation is ongoing and a supplemental will be submitted on completion of investigation or if any additional information is available.

Event description:
A field service engineer (fse) reported to olympus on behalf of the customer, the camera head displayed b30 scope communication error during preparation for use for a laparoscopy procedure. The procedure was delayed for less than fifteen minutes; however, was completed with a similar device. There were no reports of patient harm associated with the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, b30 error occurred because communication failure occurred due to faulty cable. The cause of the faulty cable could not be identified. Damage to the camera cable can be prevented by following the instructions for use which states: ¿do not coil the camera cable with a diameter of less than 20 cm.¿ ¿never excessively pull the camera cable but straighten it gradually when it is coiled.¿ ¿never excessively bend, pull, twist, coil, squeeze, or crush the camera cable.¿ ¿do not use excessive force when wiping the external surfaces of the camera cable.¿ ¿never attempt to lift the entire assembly by the camera cable while the camera head is attached to the endoscope.¿ ¿never use a clamp or forceps to attach the camera cable to another object.¿ olympus will continue to monitor field performance for this device.